Manufacturer narrative:
Concomitant medical products: dtba1d4 crt-d, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited increased pacing thresholds. Lead output was increased; however, the patient subsequently experienced diaphragmatic stimulation. Output was reduced the following week and the lead remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.